Manufacturer narrative:
The reported event of could not untighten the a-setscrew to remove the lead was confirmed. Analysis found excessive septum punch-outs were filling the a-setscrew inset. The punch-outs can come from multiple wrench insertions through the septum by the user. The punch-outs were causing the wrench to slip and strip the setscrew inset preventing it from untightening the setscrew. With the septum punch-outs removed from the setscrew inset a wrench could be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed.

Event description:
It was reported that during a normal generator change procedure, patient's right atrial (ra) lead was stuck in the header of pacemaker and could not be removed due to stripped setscrew. The lead was cut and replaced in order to complete the procedure. The patient was stable without known consequences.